Manufacturer narrative:
Concomitant products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 3998, lot# l58784, implanted: (B)(6), product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6), product type: extension. Product ID: 37752, serial# (B)(4), implanted: (B)(6), product type: recharger. (B)(4).

Event description:
It was reported that the patient met with their manufacturer representative in 2008. The manufacturer representative ¿did a scan¿ and noted that the leads were not working; there was no current going through the right side and could be broken. The patient stated that at the time their health care provider (hcp) stated ¿there is no way because the patient only had 4 leads, not 8.¿ the patient stated they do have 8 and 3 were not working but their hcp never fixed it.